Manufacturer narrative:
The investigation of the data available in the data management system (dms) indicated the user was not using the eversense cgm system correctly. The user reported that she was entering default glucose values when prompted to calibrate the system instead of performing actual fingerstick measurements from a blood glucose meter as calibration entries because, per the user, she was not sufficiently informed on the calibration procedure. There were several manual glucose entries along with calibration entries, the calibration entries were marked as suspicious and the user stopped calibrating. Eventually the eversense cgm system re-entered the initialization phase due to the lack of the user properly calibrating. If calibrations are not successful, the system is designed to reset the glucose calibration by re-entering the initialization phase. As a result, the eversense cgm system was providing inaccurate glucose readings to the user. Once the user was instructed on proper calibration procedures, the system functioned as intended. There were no systemic malfunctions observed with the eversense cgm system.

Event description:
On april 25, 2019 senseonics was made aware of an adverse event where the user experienced a hyperglycemia event and reported the continuous glucose monitoring system did not alert her. The user required medical attention.